Manufacturer narrative:
Hamilton medical ags reference: (B)(4) hamilton medical ags conclusion: complaint: ¿the oxygen values are not within the allowed tolerances.¿ investigation/conclusion: log file analysis showed the issue was first observed on may 12, 2025 during test lung ventilation, where a low oxygen alarm occurred in pcv+ mode. Initial replacements of the oxygen sensor and o2 mixer assembly did not resolve the problem. The root cause was identified as the blower module, which was replaced on (B)(6) 2025. After replacement of the blower module,, the hamilton-c6 passed all checks and returned to full functionality. No patient was involved, no harm registered, and no medical intervention was required.

Event description:
Hamilton medical ag received the following complaint description (summaryof the customer/reporter): "the oxygen values are not within the allowed tolerances" problem identified during non-clinical procedure. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.